Event description:
Additional information received on (B)(6) 2017 from the hcp reported that a roller study was done, and the rollers did not move quite 60 degrees. The hcp stated later in the call that to the radiologists it did not look like 60 degrees, but it did to him. The hcp stated that they were going to measure it. It was confirmed the pump was still infusing. The hcp stated that the patient was allergic to intrathecal dye, but he might do a CT scan or indium study to check the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include:: product ID 8781 serial# (B)(4) implanted: (B)(6) 2017 product type catheter (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained fentanyl [400 mcg/ml] at a dose of 423.22 mcg/day. It was reported there was a volume discrepancy. The actual reservoir volume was 28.5 ml, and the expected reservoir volume was 7.2 ml. The hcp stated at the patient¿s refill that day ((B)(6) 2017) they pulled back a significant volume. The hcp stated the patient had not been responding to dose increases stating there was not much change in her condition. The hcp stated the patient was not reporting withdrawal though and was only reporting diarrhea which started that day. No discrepancies were noted at past refills. The reservoir volume injected at the last refill was 40 ml. The hcp reported the pump logs and programming were checked prior to the call. The refill was not the first refill after implant/revision, but the hcp stated at the last refill they discovered the pump had flipped. The hcp stated they manually flipped the pump back into position and filled it. The flipped pump was reported to have occurred on 2017-apr-11. The hcp questioned doing a rotor study, but stated statistically there were more catheter issues than pump issues. The hcp stated they planned on doing the imaging discussed and would review doing the catheter access port (cap) aspiration first with the hcp. The change in therapy/symptoms was considered sudden. The hcp stated she increased the concentration that day and ran a bridge. The new fentanyl concentration was 800 mcg/ml with a dose of 474 mcg/day. No further patient complications were reported.